Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to blood drop at insertion site and discomfort/pain/bruising during wear of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2020". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor caused pain during wear and subsequently experienced bleeding upon removal of the sensor. Customer had contact with his doctor who put stitches and prescribed unspecified medication for treatment. Customer also used alcohol and applied bandage at the site. There was no report of death or permanent injury associated with this event.